Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. Correction to g3 of the initial med watch. The aware date should be 12-apr-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by not been removed because reprocessing was not conducted properly due to following leak. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign material in the plastic distal end cover, the up/down and right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.